Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed that the device went into backup mode due to an event queue overflow. The cause of the event queue overflow was determined to be the integrated circuit (ic) in the radiofrequency (rf) module. The device was restored by reloading product code. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for routine change of the implantable cardioverter defibrillator. It was discovered that the device was in backup operation and was unable to be interrogated. High voltage therapy was programmed off and the generator was successfully replaced. The patient was stable.